Event description:
Surgical cautery pen does not have a fail safe switch built in. It is easy to inadvertently throw the pen away without breaking off the cautery tip or removing the batteries. If the pen switch presses up against another piece of refuse or equipment, it then activates and becomes red hot. The device has been responsible for at least one trash fire in our facility.